Manufacturer narrative:
The device is reported to be available; however, it has not been received.

Event description:
Event involved a tego¿ connector where the customer reported the tego is no longer working ¿ suction and return are both not possible. There was unknown patient involvement and unknown adverse event/human harm as a result of this event.

Manufacturer narrative:
D9 - date returned to mfg: 7/18/2025. One (1) used list# d1000, conector tego was returned for evaluation. As received, a seal damage / tearing was noted. However, the mentioned damage looks like normal use condition. No mating device was returned for evaluation. Functional. The tego was low/high pressure and vacuum tested according to procedure (ps65-00001). For tego in leak test equipment (p-1g-068). Low pressure leak test: pass. High pressure leak test: pass. Vacuum test: pass. The tego was partial dissembled, and no anomalies were confirmed. Complaint of suction and return are both not possible cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.